Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reports to have received an unexpected restart alarm. Customer's blood glucose was 211 mg/dl. Customer was advised to monitor insulin pump and call back should issue persist. No information provided.